Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the left ventricular lead was returned to the manufacturer after being removed. The lead subsequently tested out of specification during the manufacturer's analysis. Follow up is in progress to determine why the lead was removed. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). The full lead was returned, analyzed and the outer insulation was breached from a clavicle-rib crush. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking.